Event description:
Patient's lvad battery charger with pocket fault alarm. New battery charger and cord assigned to patient and placed into service, ubc-61929 and 8626622. Ubc-54358 removed from service. Manufacturer notified and warranty replacement requested, manufacturer will only provide warranty repair at this point, sent back for evaluation. FDA safety report ID # (B)(4).